Event description:
It was reported that the right ventricular (rv) lead had become dislodged approximately two weeks post-implant after it was noted that the rv lead was not capturing. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.